Event description:
It was reported that a female pt was admitted in 2007 for a laparotomy and a partial right hepatectomy. The central venous catheter was placed prior to surgery and the catheter was removed two days later. Seventeen days later, the pt returned with complaints of pain. As a result, a retained 15cm length portion of the catheter tip was found. The catheter fragment was removed.